Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a probable cause of the event is a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. Olympus expert staff has provided training to the user on correct device handling and reprocessing. Performance of reprocessing of the subject device was confirmed in the report by conducting correct reprocessing in accordance with IFU. (Cleaning/ disinfection/ sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: (reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories): -precleaning the endoscope and accessories. -manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii gastrointestinal videoscope was not reprocessed correctly. It was noted that there were deviations from the instructions for use during pre-cleaning and manual cleaning processes. There were no reports of patient harm associated with this event.